Manufacturer narrative:
The technician confirmed the reported event of heating up and confirmed widespread evidence of non-stryker repair work. The most likely cause for the observed failure is the non stryker-authorized repair.

Event description:
It was reported that during testing conducted at the user facility the core impaction drill was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the user facility the core impaction drill was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.